Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of less than 20 ohms, noise on the rv and shock channels, oversensing, pacing inhibition, and inappropriate anti-tachycardia pacing (atp) due to the noise. The pacing impedance measurements also decreased, but were not out of range. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed a deformed conductor coil on the terminal pin. There was also a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that an x-ray was performed which revealed the rv lead was dislodged and was wound around the device. It was unclear if this was a result of the patient's chest size or from patient manipulation. There was bodily tissue stuck in the helix; therefore, the lead was replaced. No additional adverse patient effects were reported.